Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.. Reported events: one event was reported for this quarter.   Product return status: one device was received for evaluation. Evaluation status: one event was confirmed during testing. One device was found to be affected by worn bearings. Additional information: one device is not labeled for single-use. One device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. One event had no patient involvement; no patient impact.